Manufacturer narrative:
The concerto coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during coiling treatment, in the vessel, coil was not detached. So, using the same mdt¿s products, procedure was completed well. The patient is alive with no injury.